Manufacturer narrative:
This report is submitted on february 8, 2021.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. The patient underwent a debridement of the skin and was treated with antibiotics (specific type and date not reported). The implanted device remains.